Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up in backup vvi. The patient's presenting rhythm was no pacing support observed during backup vvi. The device was explanted and replaced due to normal eri.